Event description:
It was reported the device exhibited a background test error. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case damaged on both front corners, bottom case cracked under the l-bracket, and lcd very dim. Event history log confirmed a system failure: positive supply bgnd test. Functional testing was able to replicate the reported issue; the pump powered up with the alarm. The root cause was determined to be the main board not working as intended. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.